Event description:
Mucosal atomization device is labeled as "not for IV use." Per (B)(6), products/drugs should only be labeled as "for __ use," as opposed to "not for __ use." Improper labeling of device could potentially lead to medication error.